Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that droplets were observed inside the tubing of twenty-five (25) vented high-volume inlets. This was observed prior to opening the overpouch. There was no patient involvement. No additional information is available.